Event description:
It was reported that this right ventricular (rv) lead was exhibiting noisy signals. Technical services (ts) was consulted and explain lead pacing may be compromised. The device remains in service. No adverse patient effects were reported.